Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, loss of sensing, and helix mechanism issue. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil. The reported events of loss of capture nad loss of sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that loss of capture and loss of sensing were noted on the right atrial (ra) lead due to dislodgement. A revision procedure was performed and the helix of the ra lead was unable to retracted and tissue was observed in the helix. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.